Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir leak. Customer's blood glucose was unknown mg/dl. The customer stated that she does know where the leak is occuring. Customer was advised to return the reservoir and transfer guard for analysis. The customer was advised that the reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.